Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. There was grommet damage. There was also foreign material in the set screw, a rounded socket, and the set screw was in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the device set screw was mis-aligned inside the header and the physician could not seat the wrench. As the wrench was being used, the grommet seal was damaged. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.